Manufacturer narrative:
Arjo was informed by a customer representative about a citadel plus bed frame malfunction. During the patient¿s repositioning, one of two backrest section hinges disconnected from the frame. The backrest lowered and as a result this (backrest) section was bent. No injury occurred, neither medical intervention was needed. Based on the photographic evidence provided, one of two backrest hinges was pulled out of the frame as the bolt (fixing the hinge to the frame) was missing from unknown reason. Because one of the hinges dislocated, the backrest section of the bed lowered and twisted. This uneven force caused that the gas strut and the backrest actuator broke and the backrest section was bent. An arjo technician visited the customer and found that the bed was already repaired by 3rd party service provider in an unauthorised way. The customer was informed that the bed is not safe for use. According to citadel plus instruction for use (831.374) during yearly maintenance all accessible nuts, bolts and other fasteners should be checked to ensure they are present and correctly tightened. ¿assembly, operations, extensions, re-adjustments, modifications, technical maintenance or repairs must be performed by qualified personnel authorized by arjohuntleigh. Contact arjohuntleigh for information regarding maintenance and repair.¿ arjo device failed to meet its performance specification since one of the hinges disconnected and other parts were damaged. This complaint is deemed reportable due to allegation of hinge disconnection resulted in lowering the backrest section during use with the patient. No injury occurred as outcome of the claimed malfunction.

Event description:
Arjo was informed by a customer representative about a citadel plus bed frame malfunction. During the patient¿s repositioning, one of two backrest section hinges disconnected from the frame. The backrest lowered and as a result this (backrest) section was bent. No injury occurred, neither medical intervention was needed.